Manufacturer narrative:
There was no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 17-30 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained at greater than 300 seconds. There was no information regarding shaft proximity interference value. The thermocool smarttouch bidirectional navigation catheter was not in close proximity to another catheter. The thermocool smarttouch bidirectional navigation catheter was not zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since both the thermocool smarttouch bidirectional navigation catheters were used in the patient, we are conservatively reporting this event under both of these catheters. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17643580m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster, inc. - baylis rf transseptal needle. Non biosense webster, inc. - torflex 8.5 french transseptal guiding sheath. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation, supraventricular tachycardia (svt), and atrial flutter with a two thermocool smarttouch bidirectional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a baseline minimal effusion was detected. During use of the first thermocool smarttouch bidirectional navigational catheter, the d curve was not deflecting properly. This catheter was replaced and the procedure continued. This issue was assessed as not reportable. Since the catheter was unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Toward the end of the case, after atrial fibrillation ablation and while mapping svt in the left atrium, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 2000 ml. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit. There was no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that it may have occurred upon return to the left atrium, after completion of the cavotricuspid isthmus (cti) in the right atrium. Double transseptal puncture was performed with a baylis rf transseptal needle. Sheath used was a torflex 8.5 french transseptal guiding sheath. Generator settings included power at 15-40 watts, 10 seconds, dragging technique.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/26/2017. It was noted that the tip lumen had bumps approximately 2.3 cm from the distal end of the tip dome. No metal was exposed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The bumps on the tip lumen with no metal exposed was assessed as not reportable as the integrity was not compromised. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation, supraventricular tachycardia (svt), and atrial flutter with a two thermocool smarttouch bidirectional navigation catheters. Pre-procedure, a baseline minimal effusion was detected. During use of the first thermocool smarttouch bidirectional navigational catheter, the d curve was not deflecting properly. This catheter was replaced and the procedure continued. Toward the end of the case, after atrial fibrillation ablation and while mapping svt in the left atrium, the patient became hypotensive. A cardiac tamponade was confirmed via intracardiac echocardiogram. The pericardiocentesis yielded 2000 ml. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit. There was no information regarding extended hospitalization or patient outcome. The returned device was visually inspected and some bumps were found near the peek housing with no metal exposed. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications. The catheter was dissected and residues of polyurethane (pu) application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. The damage observed on the peek housing is related to the t bar slid down issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the deflection issue has been verified. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown.